Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: a burn (inflamed area) about the size of 10 mm in diameter was found out side of the thigh. Probable root cause: ¿ use error ¿ simultaneously used with hf surgical equipment. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.